Event description:
Customer reports about pink fluid in the drain. The presence of blood was confirmed by hemostix. The patient lost approximately 218 ml of blood, that was not returned by clinic policy. No medical intervention was needed.